Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Product disposition unknown.

Event description:
Pilot wire was put through the pilot wire guide during an rsa. Surgeon noticed metal shavings and felt resistance from the guide when putting the wire in. Event was resolved by surgeon not using a guide. Surgical delay of 1 min.